Manufacturer narrative:
Per tandem user guide, "always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer was not removing air from the cartridges during the load sequence process. Tandem technical support educated customer on the proper load techniques. The customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed. Customer's blood glucose level was 186 mg/dl.